Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone16.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg).

Manufacturer narrative:
The pod arrived fully deployed and no damages were observed to cause the unsure properly inserted event. No damages were observed on the environmental seal or bottom housing to indicate the needle deployed into them. The cause for the reported unsure properly inserted cannula could not be determined. Two rotational sensor malfunctions were observed in the pod download data. They were not replicated in the rerun data. Contamination was observed on the commutator cap, but because the rotational malfunctions failed to replicate with multiple revolutions of the ratchet gear, it could not be conclusively determined if the contamination is the root cause of the observed rotational sensor malfunctions.